Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported during a trial implant procedure, impedance issues were observed. The physician attempted to reposition the lead without success. The procedure was extended by 20 minutes. The physician replaced the lead with a new lead which resolved the issue.